Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the flow diverter stent was returned and was noted to be deformed. Dimensional and functional testing could not be carried out on the flow diverter due to damage noted to the device. Based on device analysis, it is probable that the anatomical factors present during the clinical procedure caused the reported and analyzed failures. As the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during the procedure, the subject flow diverter was unable to fully expand inside the patient anatomy. An unknown medical intervention was performed during the procedure as well, however no clinical consequences were reported to the patient due to this event. No other information is currently available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, the subject flow diverter was unable to fully expand inside the patient anatomy. An unknown medical intervention was performed during the procedure as well, however no clinical consequences were reported to the patient due to this event. No other information is currently available.